Event description:
It was reported that the device was at elective replacement indicator (eri) and the customer feels the device did not last as long as it should have. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed and revealed that the device battery depletion was indicated/elective replacement indicator (eri). Eri occurred on (B)(6)-2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.